Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Lead damage was suspected after the ICD noise; the device could not deliver appropriate shocks. The damaged lead was capped and replaced.